Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a stenting treatment procedure stent deformation occurred. The lesion was located in the mid left anterior descending artery. A 3.50 mm x 38 mm promus element plus stent was deployed at 16 atms for 26 seconds. While trying to pass a non-bsc optical coherence tomography catheter through the deployed stent, stent deformation occurred. Using an icross catheter, ivus was performed and it was noted that the stent was undersized; a 3.5 mm stent was placed in a 5.0 mm vessel. They ballooned using a 4.0 mm x 12 mm non-bsc balloon catheter and placed a 4.0 mm x15 mm non-bsc stent within the promus element plus stent. No further patient complications were reported and the patient's status is fine.